Manufacturer narrative:
Product analysis: analysis was unable to confirm that the external pulse generator (epg) was pacing at a rate lower than the setting noting that the device was mechanically intact and passed all incoming tests and final tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was pacing at a rate lower than what it was set at. The epg was returned for service. No patient complications have been reported as a result of this event.